Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold on the right ventricular (rv) lead. On (B)(6) 2022, an x-ray was performed and it was noted that the patient's rv lead was dislodged. That day the physician elected to reposition the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - added capturing problem code for high capture threshold that was noted.